Manufacturer narrative:
Please note: the information provided in the previous report for the fields referenced under corrected data above were inadvertently incorrect. (Please reference MFR. Report# 3006705815-2016-00300) these fields have been updated with the correct information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and programmer. The patient also stated she lost her charger months ago. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
The patient is also without stimulation.

Event description:
Additional information received indicated that the patient¿s ipg was explanted and replaced with a new ipg on (B)(6) 2019. Reportedly, stimulation is working well postoperatively.